Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: sils port was placed above the xiphoid process. It was quite difficult to see in the thoracic cavity, and while stripping off the pleura, the black insulating coating (about 3cm in length) was peeled off and the metal part was exposed. The peeled coating was found around the sils port and was retrieved. A new device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extend by more than 30 minutes.